Event description:
The manufacturer received information alleging a ventilator service required alarm occurred. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the oxygen blending module was observed. The oxygen blender board will be replaced to address the issue.